Manufacturer narrative:
The complaint device was not returned to boston scientific and therefore, product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment and patient receiving inappropriate shocks due to the distal electrode being in the atrium. The lead was found to be twisted up upon itself in the pocket. Patient had twiddler syndrome. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment and patient receiving inappropriate shocks due to the distal electrode being in the atrium. The lead was found to be twisted up upon itself in the pocket. Physician felt that the patient had twiddler syndrome. A new lead was successfully implanted. No additional adverse patient effects were reported.